Event description:
This is filed to report tissue damage. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 and a fragile posterior leaflet. One clip was successfully deployed on the mitral valve. To further reduce mr, a second clip was inserted. Simultaneous grasping was performed, but the leaflets were unable to be grasped. Therefore, independent grasping was performed. However, a tear of the posterior leaflets was observed, causing the mr to return to a grade of 4. The physician decided to remove the clip and performed mitral valve replacement. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported mitral valve insufficiency/ regurgitation (unchanged mr) was due to the leaflet tear. The reported unspecified tissue injury (surgical procedure) associated with the posterior leaflet tear was due to challenging patient anatomy (fragile posterior leaflet) in conjunction with the clip interacting with patient morphology. The cause of the reported positioning failure could not be determined. The reported patient effects of tissue injury and unchanged mr, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. The reported surgical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.